Event description:
A customer reported that during surgery, the system had low vacuum on vfc (viscous fluid control) extraction and low pressure on injection. No harm or consequence to the pt was reported. Add'l info rec'd from the biomedical technician indicated that the issue stemmed from the footswitch. The footswitch has been replaced and the system was checked and was operating normally. Add'l info regarding the pt's status has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the pressure regulator. Preventive maintenance was performed. The system was then tested and met all product specifications. Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).